Event description:
It was reported that while using bd phoenix¿ pmic/ID-108 that there was a incorrect label information. The following information was provided by the initial reporter: when reviewing documentation on the bd website, technical services identified a discrepancy in the IFU record. When searching for the IFU for cat # 448608, the IFU for nmic-303 loads. No impact to patients or customers was associated with this discrepancy at this time.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.6 investigation summary: this complaint is for a discrepancy in the electronic instructions for use (eifu) when using phoenix panel pmic/ID-108 (448608) batch number unknown. The customer did not provide product returns but provided photos for the investigation. The photos show the panel information for pmic/ID-108, and the eifu for nmic-303. The bd labeling team has reviewed the issue and confirmed an incorrect document was displayed on the eifu site. A technical issue with the document link was identified as part of this complaint and a corrective and preventative action was initiated in order to ensure the issue is being addressed and corrected moving forward. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.